Event description:
Customer's spouse reported their freestyle flash meter's code will not change upon test strips insertion. Customer's spouse also reported customer experienced symptoms of profuse diaphoresis, rigidity and "could not speak or follow direction". Paramedics were called and treated customer with oxygen, intravenous glucose and glucose by mouth. In addition, customer was trained on how to calibrate their meter. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.